Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for palpitations and difficulty breathing. Log files were submitted for review and captured no unusual events. It was additionally reported that the cause of these symptoms remained unknown. A ramp test was performed and the patient's aortic regurgitation increased at 5200 revolutions per minute (rpm) and it was determined that the patient would continue to be managed at the current speed of 5000 rpm. Efforts would be made to alleviate the patient¿s anxiety regarding the treatment.